Event description:
It was reported that the lead impedance was <200 ohms. Bipolar measurements were "bad", but unipolar capture was 0.75 v, 0.4 ms and sensing was 4 mv. The device was pro- grammed to the unipolar configuration.